Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02615 - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 6 infusion sets leakage event that began on (B)(6) 2024. The leakage was located at the site. The blood glucose level of the patient was 386 mg/dl, the event of leakage was resolved by replacing infusion set and resulmig insulin. No further information available.